Event description:
Covidien received information stating that an 840 ventilator stopped cycling. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcbs,which resolved the reported issue. The ventilator passed self-testing.(B)(4).